Manufacturer narrative:
Corrected data: company representative in section g2 was not checked in the prior report. It has now been checked.

Event description:
It was reported that the patient presented with noise being sensed on their right ventricular (rv) lead. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.